Event description:
Caller states patient tested 5.0 inr on the coaguchek xs system while a comparison lab returned as 3.5 inr. Patient's coumadin dose was held based on the lab value. No adverse event reported. Requested return of suspect system and replacement was sent.